Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported issue of leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the information was investigated and the definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is being filed for leak and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the left atrium; however, when the dilator was retracted, an air leak was observed. It was noted loss of fluid column during the procedure. Additional aspirations were performed, and no air entered the patient. The sgc was removed and the procedure was successfully completed with a new sgc. Two clips were deployed, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.